Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had inaccurate readings with their sensor glucose and blood glucose. The customer reported receiving hypo alerts when their blood glucose was 29.8 mmol/l. Customer stated their sensor glucose was reading between 2.1 and 4.5 mmol/l during this incident. Customer stated their sensor was not damaged. The customer also reported their current blood glucose was 5.5 mmol/l. Customer declined to return the sensor for analysis.